Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 16-may-2024. The set was used for less than 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.